Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on april 19th 2016 stating that they got a second implant "around 2012", but did not know the specifics of what it was or which company was the manufacturer (records indicate the patient only had one system which was implanted on (B)(6) 2011). It was noted that their pain had not been helped since then and therapy was inadequate. They were having problems with pain constantly in their back and was scheduled for an operation or possible revision on (B)(6) 2016. The indication for use was spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a patient letter reporting that they were fixed, the revision was scheduled because the batteries were dead, the cause of the issues was not determined, and the surgery did not resolve the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t heir ins was replaced sometime around the (B)(6) (records indicate it was (B)(6) 2017) because their manufacture representative (rep) checked the device and told the patient that it had been dead for 3 years. The patient was unsure if it was normal battery depletion or not because they did not tell them if it was normal or not. The patient was recently implanted with the new device and needs to have it adjusted so they requested a rep to attend their appointment coming up to have the device adjusted. The patient was redirected back to their healthcare professional (hcp) to have a rep paged. Additional information was received from a rep on (B)(6) 2017. The rep stated that they saw the patient on (B)(6) 2017 for reprogramming and discovered that their battery was dead. The patient did not indicate how long it had been for. The patient and their hcp chose to do a replacement. Additional information was received by a consumer. It was reported the patient did not have a device to return and that everything was working well. The ins was depleted and needed to be replaced. The patient stated nothing was wrong with the device. It was unknown if the battery was depleted due to normal battery depletion. No further complications were reported. Additional information from regulatory report # 3004209178-2017-19430 will now be captured in this report. Information was received indicating these two reports are the same event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.